Event description:
An account stated that a bed was found in storage that would not go into trendelenburg position. There was no patient involvement in this event.

Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The technician replaced the pilot link in order to resolve the problem.